Event description:
Boston scientific received information that this family member contacted boston scientific's technical services (ts) in (B)(6) 2014 to report that this patient had died one-day following the implant of this device ((B)(6) 2014). There were no allegations of device malfunction or that the implant procedure caused or contributed to the patient's death. The funeral home obituary notice was located (web search) which reported that the patient had died on (B)(6) 2014 (three days following the implant of this device). The clinic was contacted and a review of the patient's medical record did not identify the date of death or the cause of death. The hospital's medical records confirmed that the patient died on (B)(6) 2014 and the patient died while in the hospital. The local representative was contacted who was not aware that this patient had died and had no additional information.

Manufacturer narrative:
The investigation of this event is on-going as a request will be made to the clinic for additional information. The hospital medical record's department is planning to send the clinic the patient's discharge summary.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
From the hospital's discharge summary, the patient medical history was significant for syncopal episodes and hypotension, likely secondary to tachycardia-bradycardia syndrome. As a result of the syncopal episode, the patient did suffer a contusion on the right side of the patient's eye. The patient had been presented to the electrophysiology (ep) laboratory for a pacemaker implant procedure. Post-implant, the patient's renal functions were slightly weak, secondary to other contrast-induced studies and mild renal insufficiency. Prior to discharge, the patient suffered a cardiac arrest and died. The patient had undergone extensive amount of treatments until taken off life support (family request). It was noted that the 'pacemaker' had dislodged during cardiopulmonary resuscitation (CPR). The physician noted the possibility of a right ventricular (rv) thrombus from an echocardiogram. The mortician's pertinent medical/surgical history documentation included rv clot and probable pulmonary embolism (pe). The body was released from the hospital to the funeral home and no autopsy was performed.